Event description:
After inserting needles into pt's left arterio-venous graft for hemodialysis and connecting pt to the machine, it began alarming arterial pressure low. Needle had been sucked into the tubing of the fistula needle, therefore being completely removed from the pt's arm. New needle put in place.